Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. The customer was informed that the pump needed to be replaced, and a replacement pump was provided to ensure continued insulin delivery.